Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer stated that the insulin pump was not delivering insulin. The customer stated that his son had to call emergency medical services for the high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer stated that he was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.